Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of session records shortly after the patient had a his ablation procedure, revealed incorrect dates. A capacitor maintenance was recommended at the patients next clinical follow-up. It was noted that this would be done and the patient would be followed normally.